Manufacturer narrative:
This report is submitted on june 27, 2017.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensation at implant site resulting in the decision to explant. The device was explanted on (B)(6) 2017, and the patient was re-implanted with a new device during the same surgery.